Event description:
It was reported that this electrode delivered inappropriate shock therapy due to suspected t-wave oversensing. The health care professional (hcp) is considering a change in vector programming and will follow-up with the patient in-clinic. No adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to suspected t-wave oversensing. The health care professional (hcp) is considering a change in vector programming and will follow-up with the patient in-clinic. No adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.